Event description:
The customer reported that the system exhibited an 'iris potentiometer error'. This error will disable fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. A pin in the lemo connector was repaired and an iris collimator calibration was performed during the service event. The system was tested and found to be working as intended and put back into service.